Event description:
2/14/2020 - the consumer claims to have burned her buttocks while in use of the product.

Manufacturer narrative:
3/9/2020 - the consumer has provided the device to the manufacturer. An investigation is currently underway. 6/25/2021 - the investigation report is complete. Below is the manufacturers narrative: manufacturers narrative: visual review indicated the pad had creases melted into the cover. Creases are caused by using the bad is a "scrunched" or near folded condition. See attached photos. For the crease to take a set, it had to be used folded or scrunched while heated. The burn marks or holes in the pictures were located "on" or "near" the creases in the pvc enclosure. The pvc should remain wrinkle free. It is surmised the creasing caused the internal heating wire to move. Per the attached ib, you are to follow the following directions to avoid over heating: 1 - use in a flat condition, on top of the body part being treated. 2 - do not use any covers on top of the heating pad during use. 3 - check heating pad freuntly during use. 4 - do not sit or lay on top of the heating pad during use.

Event description:
On (B)(6) 2020 - the consumer claims to have burned her buttocks while in use of the product.

Manufacturer narrative:
On 3/9/2020 - the consumer has provided the device to the manufacturer. An investigation is currently underway. On 6/25/2021 - the investigation report is complete. Below is the manufacturers narrative: manufacturers narrative: visual review indicated the pad had creases melted into the cover. Creases are caused by using the bad is a "scrunched" or near folded condition. For the crease to take a set, it had to be used folded or scrunched while heated. The burn marks or holes in the pictures were located "on" or "near" the creases in the pvc enclosure. The pvc should remain wrinkle free. It is surmised the creasing caused the internal heating wire to move. Per the attached ib, you are to follow the following directions to avoid over heating: 1 - use in a flat condition, on top of the body part being treated. 2 - do not use any covers on top of the heating pad during use. 3 - check heating pad freuntly during use. 4 - do not sit or lay on top of the heating pad during use. On 7/7/2021 - resubmitting emdr as I made an error with the consumers first name. The consumers first name should be (B)(6).

Manufacturer narrative:
On (B)(6) 2020: the consumer has provided the device to the manufacturer. An investigation is currently underway.

Event description:
On (B)(6) 2020 - the consumer claims to have burned her buttocks while in use of the product.